Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected hardware low level failure alarm noted during testing however, hardware low level failure alarm confirmed in the downloaded history file due to broken pin 6 trace at u1 on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm during the self-test. The customer's blood glucose level was 276 mg/dl at the time of the incident. The customer had trouble connecting with the transmitter. They put it aside for a few days, did the self-test had battery failed; it cleared all the active insulin settings. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The customer also received a battery-failed alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.